Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject i.d: (B)(6). Clinical database notification received for revision due to aseptic loosening. Doi: (B)(6) 2011; dor: (B)(6) 2018. (Right knee). Depuy cement was used.

Manufacturer narrative:
Product complaint # (B)(4). Medical records received indicated that the previous reporting of this product for implant loosening "loss of or failure to bond" was done in error. Revision surgery records report that this product was indeed not loose, but well-fixed. Therefore, please disregard this report and consider it void.